Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted for both lot number's provided, with no discrepancies noted.

Event description:
A customer was asking for verification of product (suspected counterfeit) because he had file breakage with waveone gold. On the (B)(6) the customer reported that the broken piece could not be retrieved and was incorporated into the filling.